Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Pfs and medical records received. Records are available on the l drive for further review. Update rec'd (2/13/2014) litigation papers received. In addition to what was previously reported, litigation alleges the patient suffers from pain, discomfort, difficulty ambulating and possible metallosis. There is no new additional information that would affect the MDR decision. The complaint was updated on: 3/14/2014. Update 8/10/2016: sales rep reported patient was revised due to pain and elevated metal ion levels. *complaint was updated 8/15/2016.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Newly provided medical records have been reviewed. From a medical perspective, based on the information available, it is not possible to determine if the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 12/16/16 ¿ pfs and medical records received. After review of the medical records for MDR reportability, alleges loss of mobility, loss of range of motion, disfigurement, and extreme pain. Operative revision note stated "no frank metal debris or metallosis present." Revising surgeon did indicate that there was minimal wear corrosion of the trunnion. He also indicated that there was moderate synovitis and osteolysis throughout the joint. Metal ion labs present. Osteolysis, synovitis (soft tissue irritation), and taper corrosion harms added to complaint.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision depuy synthes of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.